Event description:
It was reported in 2005 the patient¿s wires shorted out and would not work so they had a new implantable neurostimulator (ins) and leads placed.

Manufacturer narrative:
Product ID 748940, serial# (B)(4); product type extension product ID 748940, serial# (B)(4); product type extension product ID 7435, serial# (B)(4); product type programmer, patient. (B)(4).